Manufacturer narrative:
Manufacturer investigation conclusion: the reported low flow, low speed, and pump stoppage was confirmed through the review of the log file submitted by the account. Based on experience with the hmii left ventricular assist system (lvas) and similar reported events, the pump stoppages and hazard alarms that occurred while the patient was supported by the power module could be indicative of driveline damage. The submitted log file contained data from 27dec2019 through 08jan2020. The log file captured multiple pump stoppage events on (B)(6) 2020 and (B)(6) 2020 with corresponding hazard alarms for low speed and low flow. Power elevations up to 12.3 watts were also captured during this period. All pump stoppage events occurred while the system was supported by the power module. Additionally, the log file captured a no external power alarm on (B)(6) 2020. The system controller¿s internal 11v backup battery was in use during this event and there was no interruption in pump support. No other atypical alarms or events were captured. The actual speed remained above the low speed limit for the remainder of the log file data and the pump appeared to be functioning as intended. The patient was reportedly asymptomatic. The cause of the alarms was believed to be due to a short to shield issue. A prescription ungrounded patient cable was ordered and delivered to the account and the alarms reportedly resolved. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No product is available for investigation. No further complaints have been reported at this time. The heartmate ii lvas IFU outlines all system controller alarms as well as the appropriate actions associated with them. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The patient handbook contains a section on ¿caring for the driveline¿, however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that the echocardiogram (echo) returned normal. The cause of the reported alarms was due to a short-to-shield phenomena. The patient received an ungrounded cable. The alarms were reported to have been resolved. No further information was provided.

Manufacturer narrative:
The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced low flow and low speed alarms while connected to the power module. The patient was asymptomatic. No further information was provided.